Event description:
Update: this report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the operation check failed. The device was in clinical use for patient at the time of the event, however no patient harm was reported.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the operation check failed. The onsite investigation of the device could not be performed as the service quote was expired. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed the operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.